Event description:
A hospital in (B)(6) reported via our distributor that there was a leak in the expiratory limb of an rt200 adult dual heated breathing circuit. This was reported prior to patient use.

Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint breathing circuit was returned to the manufacturer for evaluation. The complaint breathing circuit was visually inspected and pressure tested for leaks. Results: no damages were observed on the complaint breathing circuit. The pressure test revealed the breathing circuit to be within specification for this product. Conclusion: no fault was found with the complaint breathing circuit. All breathing circuits are pressure tested for leaks during production and those that fail are rejected our user instructions that accompany the rt200 adult dual-heated breathing circuit state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms."